Event description:
Approx 15 minutes after the application of the bone cement the pt experienced a profound drop in blood pressure and a decrease in the heart rate. The pt then went into an emd rhythm. Pt 02 sat dropped to the 80's with st depression. CPR acls. Pt expired.